Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the left master tool manipulator (mtml) involved with this event to perform failure analysis and the reported 23008 error was confirmed but not replicated. In artemis, the 23008 error was found indicating pot to encoder fault on axis 5, confirming the fault occurred in the field. Upon visual inspection, a metal shaving was detected on the axis 5 pot encoder due to a damaged/broken pulley. The mtm was installed onto a golden system where the component functioned as expected. The mtm was then installed onto a fixture test platform (pftp) where all relevant testing was passed within specification. As a result of these findings, fa concluded that the gimbal axis 5 pot is consistent with the reported event and is the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The fse had to replace the left master tool manipulator (mtm) twice to resolve the reported problem. The system was tested and verified as ready for use. Isi has not received the mtm involved with this event as of the date of this report.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, recoverable errors kept occurring. The system logs confirmed the errors occurred against axis 5 of the left master tool manipulator (mtm). The procedure was able to be continued. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised that another da vinci system could be swapped in if needed. There were no reports of patient injury.